Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that approximately three weeks post-op, a limb occlusion was seen. A fem-fem bypass was performed to resolve the occlusion. One of the hypogastric arteries was also intentionally covered during the procedure. The physician does not have an opinion as to the cause of the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).